Event description:
It was reported that the pt experienced a shocking or jolting sensation when he initially turned on stimulation in the morning. After a while, the pt felt stimulation in his leg which caused a sensation of heaviness which did not affect his walking. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178201106175.

Event description:
Additional information received reported that the patient did not have any further concerns regarding their device.

Manufacturer narrative:
(B)(4).